Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient experienced adhesions, adhesions are listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of an incisional ventral hernia. A bard ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to explant the ventralex, lysis of adhesions and resect her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant, adhesions and disability. The attorney also alleges the patient was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided indicates the patient experienced adhesions, adhesions are listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, the initial determination remains the same, no conclusions can be made. Hernia recurrence and adhesions are known inherent risks of surgery/use of the device and are identified in the adverse reactions section of the instructions-for-use, supplied with the device as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of an incisional ventral hernia. A bard ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to explant the ventralex, lysis of adhesions and resect her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant, adhesions and disability. The attorney also alleges the patient was injured severely and permanently. Addendum per additional information provided: attorney alleges that the patient experienced adhesions, bowel obstruction, pain, recurrence, scar tissue, tight abdomen and emotional injuries. Per provided medical records: (B)(6) 2013 - patient was diagnosed with incisional ventral hernia and underwent implant of a bard/davol ventralex mesh. Per operative notes: the hernia sac was mobilized from its subcutaneous and fascial attachments and inverted into the preperitoneal space. A medium circular ventralex composite mesh patch was placed into the preperitoneal space and properly oriented and sutured to the overlying anterior abdominal wall using multiple 0 ethibond sutures. (B)(6) 2013 - patient had severe abdominal pain, nausea and vomiting, was diagnosed with small bowel obstruction and scheduled for surgery. Per operative notes: ¿I began by going through her previous midline incision. This was taken down to a previously placed piece of mesh (ventralex mesh). At this point, I did carefully excise this mesh (ventralex mesh) and an extensive lysis of adhesions was done as there was noted to be multiple loops of small bowel adhesed in this mesh¿ at this point, it was noted that the patient had a closed loop small bowel obstruction with obviously necrotic small bowel in the level of the proximal jejunum¿there were multiple adhesions noted in the right lower quadrant, and these were all carefully lysed.